Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during an arthroscopic shoulder surgery the probe plate detached. No parts remained in the patient because the plate did not detach completely. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Additional information. The complaint allegation was confirmed. One unpackaged ar-9831 apollorf i90, aspirating ablator, 90° serial/batch number (B)(6) was received for evaluation. Functional testing cannot be performed as the probe face was detached. A visual inspection revealed that the probe face was detached. It was noted that the probe tip was clogged and burned. No damage was found on the handle or connector. The most likely causes of the reported failure is user error. Direction for use. Dfu-0242-eor0_fmt_en. E. Precautions. 2. Surgeons are advised to review the product-specific surgical technique prior to performing any surgery. Arthrex provides detailed surgical techniques in print, video, and electronic formats. The arthrex website also provides detailed surgical technique information and demonstrations. Or contact your arthrex representative for an onsite demonstration. 5. Do not use excessive force when inserting or removing the rf probe. Do not insert the rf probe into an obstructed passageway. Patient injury and or product damage may occur. 6. Do not use an rf probe as a lever to enlarge the surgical site or gain access to tissue, which may result in a bent or damaged rf probe. 8. A continuous flow of irrigation fluid is necessary during use of the apollo probes. Fluid flow assists in removing tissue debris and reducing the intra-joint temperature between activations. Rf probes utilized in stagnant fluid can result in heated irrigant in the joint, which can result in tissue damage inside the joint, skin burns near portals or result in damage to the probe.drilling/insertion process. 13. Prolonged ablation should be avoided. Intermittent pauses in ablation are recommended, to allow warm fluid and tissue debris to be evacuated from the joint. Prolonged probe activation while using the suction feature may result in elevated shaft or suction tubing temperatures.